Event description:
The following has been reported: "need service" on screen. A preliminary review of the logs could not be performed. The device was returned for an undetermined failure as log files were not available. Upon evaluation, the pump alarmed after excessive pneumatic recharge attempts. New log files were pulled and indicated a history of air compressor failures. The pump was reverted to manufacturing mode and failed pneumatic recharge testing consistent with a failed air compressor. No additional damage was identified. Reporting as a conservative measure for the air compressor identified during investigation. No adverse effects were reported.